Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified, one opening striated. Based on the device analysis, the final assessment is: one opening striated in the side posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. This relates to the right device. Device has been explanted.